Event description:
Distributor states catheter has a tip that was sheared off and the end user did not notice it until he pulled the catheter out and noticed the catheter was full of blood. Due to lack of sensation, he did not feel any discomfort upon insertion.